Event description:
Report of explant of device system due to "infection - fever, redness and purulent drainage" received per annual device report. Follow up with hcp revealed that the infection onset was in 2001 with fever, redness and drainage. The primary locations of the infection were the device pocket and the lumbar region. A culture was obtained from the device pocket and was positive for staph aureus. The pt was treated with device explant and IV antibiotics. The infection resolved and the pt is now on baclofen po.